Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the they changed the insulin pump and now did not able to rewind the insulin pump. The customer¿s blood glucose level was 366 mg/dl. The customer was also hospitalized due to reaction on her high blood pressure medication. The insulin pump will be returned for analysis.